Manufacturer narrative:
The straight suction was returned to the manufacturer for analysis. Analysis found the straight suction was difficult to verify. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding two navigation instruments, outside of procedure. It was reported that a straight suction were damaged. No patient was present.